Manufacturer narrative:
(B)(4). Concomitant medical device: zimmer biomet stabilizer catalog #: ni, lot #: ni; zimmer biomet hirsch 12.5" ti pectus bar catalog #: pt-2329 lot #: 794640 therapy date: (B)(6) 2017. Customer has indicated that the product will not be returned to zimmer biomet for investigation because it was implanted into the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2017-00905.

Event description:
It is reported the surgeon was unhappy with the fit of the patient's pectus bars. The bars were long and the bends were not snug, meaning the ends were flared out. In the process of tweaking the bars with in-situ generic benders to reduce the flare, the end broke off of pt-2330. Both bars were implanted in the patient. The surgeon applied the stabilizer to the unbroken end of the bar. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event of implant fracture was confirmed by review of a photograph. Reported event of implant not fitting was unable to be confirmed due to limited information received from the customer. Product identities confirmed by the recommended part drawings approved by the surgeon, the parts were not returned. Visual inspection was limited, and functional testing could not be performed due to the products remaining implanted and not being available for return. The photograph provided by the distributor shows the end of the pectus bar is fractured, therefore this portion of the complaint is substantiated and considered confirmed. The complaint that the bars did not fit cannot be verified as the products were not returned(they remain implanted) and there were no post-op scans or intra-operative photographs available. The surgeon agreed with the recommended design and length of the bars. Investigation results concluded that the reported event was due to surgeon preference as the surgeon reviewed the design and picked the bar lengths. The device history record was reviewed and no discrepancies were found. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2017-00905-1.